Event description:
Esophagectomy - "dr (B)(6) wanted to place a chip on a branch of the aorta. He forwarded the clip between the jaws. To close the clip, he pressed the trigger. In this moment the clip slipped out of the jaws. The clip was twisted and the open ends crossed over. The clip looked like a symbol of a fish. He tried to use the next clip, with the same result. He asked the nurse for another ca500. With this one, everything looks fine. Unfortunately, the ca500 was thrown away." Pt status: "ok".

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.